Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was out of state when the event occurred. On (B)(6) 2022, the patient was unconscious for an unspecified amount of time and could not recall all the details of the event. She was diagnosed with diabetic ketoacidosis (dka), admitted to the hospital for four days and spent two of those days in the intensive care unit (ICU). She was treated with IV insulin and fluids. She flew back to her home after she was discharged from the hospital and reports continued vision issues as a result of the event. At the time of the event, the patient was doing better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.